Event description:
The target lesion was the proximal left anterior descending branch (lad). The vessel was a de novo, concentric, diffused, moderately calcified, bifurcated and chronic total occlusion lesion. According to the products instructions for use (IFU), the cypher stent is not indicated for bifurcating lesions with a reference vessel diameter of less than 2.5mm. The vessel was flexed also. The diameter of the vessel was 2.24mm but the lesion length was unknown. Pre-procedure stenosis was 100%. Aha/acc classification of the vessel was a type c. It was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a balloon (2.0x15mm) at 6atm. Inflation time was unknown. Cypher (3.0/18mm) was implanted at 16atm for 16-30 seconds at the target lesion. Cypher (3.5x18mm) was implanted at 20atm within 15 seconds at the proximal end of the initially implanted cypher without a gap. According to the IFU, the products rated burst pressure of 16 should not be exceeded. Post-dilation was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis was 9.9%. Ivus was conducted. There was no problem regarding this implant and the products. Two years and 5 months after the index procedure, the patient was hospitalized due to heart failure. Medical therapy was conducted, but the patient vomited blood and was diagnosed with chronic gastritis so aspirin was stopped. The patient became in stable condition. The patient was discharged 13 days later. A month later, the patient fell down at her home and was transported by ambulance to another hospital. However, the patient died. An autopsy was not performed. The physician felt the cause of death may be the heart failure but because the patient died at another hospital. The details were unknown.

Manufacturer narrative:
In conclusion, without the definitive results of an autopsy or recent angiogram it is not possible to establish a relation between the patient's death and the product. However, there are patient factors that may have contributed to the reported event. Furthermore, the physician reported he thought the cause of death might be due to the patient's heart failure. The products remain implanted thus unavailable for analysis. A device history record review revealed the involved sterile lots met quality requirements for product acceptance. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-02051.